Event description:
It was reported that balloon pinhole occurred. The target lesion was located in left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was selected for dilatation. However, during preparation, a balloon pinhole was noted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. At 2mm distal to the bicomponent weld of the device, for a length of 2mm, the guidewire lumen was punctured, buckled, and prolapsed. Product analysis could not confirm reported burst. Further functional testing, such as inflation of the device, could not be performed to test the balloon as the guidewire lumen puncture would prevent the device from inflation. Analysis shows the guidewire lumen was buckled, prolapsed, and punctured which is consistent with an interaction with a guidewire during procedural use.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was selected for dilatation. However, during preparation, a balloon pinhole was noted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.